Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply and a cable were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed as communication error message. No pt injury was reported.